Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the rep that the surgeon fired the articulating atb45 linear cutter with a white reload (tr45w). The staples did not form correctly, there was bleeding at the staple line. Several clips were used to stop bleeding. The surgeon also took a picture intraop to show the problem (picture enclosed with returned device).